Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 15. Details of surgery: primary stability not achieved. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and hypersensitivity. No further patient complications were reported.